Event description:
The baxter homecare services (hcs) customer service specialist (css) received report from the home patient (hp) for unknown quantity "one out of five" minicaps in which the sponges are dried out or missing (addressed in separate report). There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance spoke with the home patient (hp) on (B)(4) 2012, regarding the minicaps. The hp reported that he has not had anymore minicaps that were either missing foam sponge or dried iodine. The hp said that he did not use the minicaps and that he had discarded them. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he was doing fine and continuing therapy without issues.. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The reported problem of inadequate iodine was not confirmed because no samples were returned. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.